Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. All device components were explanted and were not returned.